Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the red light was emitting in the middle of the fiber. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.